Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient sought medical attention after developing an infection at the pod¿s insertion site. It was also reported that the patient's blood glucose (bg) level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the device between 37 and 48 hours on their arm. The patient was taken to the hospital and diagnosed with an infection. Symptoms included pain, discomfort, and pus coming out of the site. The patient was treated with flucloxacillin and released the following day. The pod has been discarded.